Manufacturer narrative:
Follow-up #1: date of submission 10/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: cs 088-85b3 was verified in black box and history. No alarms during investigation. The battery compartment was cracked from threads to grip. Investigators opened pump, removed display and there was corrosion on u38 and surrounding components. There was no visible moisture from the exterior of the pump. The display was faded and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.